Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Report source: event occurred in (B)(6).

Event description:
It was reported that during a procedure, the toggleloc button had anchored in the patient's bone tunnel. The button reportedly remains implanted and this malfunction resulted in a surgical delay of greater than 30 minutes. Attempt have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
- Reported event was confirmed by review of radiographs. - review of device history records found these units were released to distribution with no deviations or anomalies. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "the button appears to be within the patient's femoral bone tunnel. Normal bone quality and bone alignment." - root cause could not be determined. - if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.